Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the laptop ventilator 1150 did not occur alarms. Patient passed away but no allegation on the ventilator since the patient was not on the ventilator most of the time.

Manufacturer narrative:
Result of investigation: a vyaire service technician performed bench testing on the ventilator. The ventilator alarmed hw (hardware fault) during the test. The ventilator also failed troubleshooting final test at peep (positive end-expiratory pressure) pilot pressure.